Manufacturer narrative:
Date of event: (B)(6). Date of report: 23aug2019. The manufacturer's field service engineer (fse) was able to duplicate the issue during extended self testing (est). While performing and est the unit failed with the 3126 diag code. Fse performed troubleshooting. The fse replaced the oxygen and air flow sensors to resolve the reported issue. The oxygen flow sensor was returned to the manufacturer for failure analysis. The reported issue was not duplicated during testing and no fault was found with the sensor. MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported the oxygen flow accuracy failure. Not in use. No patient/user harm reported.